Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a defective pressure sensor circuit board (cr board) was found during evaluation of the device. However, the root cause of the cr board failure is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus that the insufflation unit could not supply air: the display panel disappeared about 5 minutes after power was turned on, and the error sound would play. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the inability to send air occurred due to a failure of the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.